Event description:
It was reported that after a da vinci-assisted surgical procedure, the vessel sealer extend (vse) did not work from the beginning. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to have a grip ring and grip ring screw dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. Additionally, the grip ring screw was found attached to the magnet inside the housing. The grip ring screw being dislodged caused the grip ring to be dislodged. The complaint was confirmed by failure analysis.